Event description:
Our customer has reported us via sales rep. That during a programmed revision surgery, an adverse consequences was detected (it has been alleged that a osteolytic reaction appears. The programmed revision surgery (dated (B)(6) 2013 arprox) took place in (B)(6). It has been alleged that no stryker sales rep was present. It has been alleged that after the explantation, non stryker products were implanted to the patient.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Our customer has reported us via sales rep. That during a programmed revision surgery, an adverse consequences was detected (it has been alleged that a osteolytic reaction appears). The programmed revision surgery (dated (B)(6) 2013 aprox.) Took place in hospital (b)(64). It has been alleged that no stryker sales rep. Was present. It has been alleged that after the explantation, non stryker products were implanted to the patient.

Manufacturer narrative:
An event regarding alleged osteolysis involving a trident insert ((B)(4)) was reported. This event relates to trident insert & osteolysis which is detailed in (B)(4). Based on the provided information, the product reported in this investigation did not contribute to the event.